Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump on the charging pad. There was no reported adverse impact to the customer¿s blood glucose level.